Manufacturer narrative:
The carefusion failure analysis technician examined the turbine and found that it caused a vent inop. The problem was traced to corrupt data on eeprom on turbine interface pcba. The turbine interface pcba was replaced by a known good test turbine interface pcba and the turbine then functioned normally. Duplicated, "vent inop" and "motor fault", complaint allegation. This issue is addressed in an internal correction.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported the ventilator alarmed "vent inop" and "motor fault". No patient involvement.